Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The stylet was returned fully inserted in the lead and the stylet was stuck in the lead. Body fluid contamination and tissue was noted in the helix. The lead was confirmed to be electrically continuous. X-ray verified the continuity of the conductors. As a result, the helix mechanism issues were confirmed; however, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient presented to the emergency room as a result of loss of capture on the right ventricular (rv) lead. Upon interrogation, high threshold measurements were noted with capture at 7.5mv in unipolar configuration only. Fluoroscopy confirmed that lead was displaced. During the repositioning procedure, the helix mechanism was not functioning properly. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.